Event description:
It was reported that "surgeon was finishing construct via final torque of blockers. When he went to torque the blocker on the pt's left iliac screw, a pop was heard before he achieved 12m and the blocker spun freely in the head of the screw. Surgeon indicated that it appeared that the iliac screw's head splayed. He backed the blocker off and noticed the deformation of the blocker. He removed the offset connector and then removed the iliac screw. He then implanted another xia 3 ilia screw (B)(4) in its place. He proceeded ...

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.